Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant 1 year after its installation (2 months after prosthesis installation).